Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vasculature was non-tortuous; the aortic bifurcation was tight. It was reported that guidewire access to the contralateral gate was lost during advancement of the delivery system. The tip of the delivery system appeared to be in the contralateral gate so the guidewire was advanced again. It was reported that the physician did not appreciate that the tip was actually outside of the contralateral gate and the stent graft was deployed. The device was converted to an aorto-uni-iliac configuration and a femoral-femoral bypass was performed. No additional sequelae were reported and the pt is reported to be fine.